Event description:
Procedure: laparoscopic colectomy. According to the reporter, the balloon tip trocar would not inflate. The nurse tested before use and each time it would not inflate. There appeared to have been a crack in the tube where the syringe was placed. There was no patient involvement. Another device was used without further consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).